Event description:
A patient enrolled in the (B)(4) study had elevated ck-mb 9.8 ck-mb (upper limit 5.0 ng/ml) and troponin I 0.60 (troponin I upper limit 0.06 ng/ml) 16-24 hours post-procedure. Pre-procedure ck-mb was 1.4 ck-mb and troponin I 0.01. Approximately two weeks post index procedure, the patient experienced nausea. The patient discontinued aspirin and the event was resolved without sequelae. Approximately 1 year after the index procedure, the patient had blood in the stool. There was no treatment provided. The patient was admitted with unstable angina pectoris type ii. The patient had 90% stenosis of the mid right coronary artery (rca). The lesion was described as 25mm in length and was de novo. The reference vessel was 2.75mm in diameter. Prior to stent implantation, pre-dilation was performed with a non-cordis balloon. A 2.50 x 28 cypher us rx stent was then implanted at the target lesion at 14atm and post-dilated as usual. Post procedure diameter of stenosis was 0%. Pre procedure timi flow was 3. Post procedure timi flow was 3. The patient was discharged from the hospital the next day without any adverse events. Approximately two weeks post index procedure, the patient experienced nausea therefore discontinued aspirin. The patient started aspirin the day of the index procedure ((B)(6) 2010) and discontinued taking aspirin approximately two weeks later ((B)(6) 2010) due to nausea. She has not resumed aspirin usage. The patient is currently on plavix as antiplatelet therapy. The physician urged the patient to resume aspirin during their 30 day follow up office visit. The event was reported to be unrelated to the cordis stent. Addendum (9/22/2011): additional information was received that approximately 14 months after the index procedure; the patient had a non st elevation myocardial infarction that was treated with ptca. It was evaluated as unrelated to the study device.

Manufacturer narrative:
Additional information was received that the patient also had revascularization of cass 3, target vessel, non-target lesion on the same day of the non st elevation mi. The patient was treated with a drug eluting stent. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Concomitant devices: non-cordis 2.0 x 20mm balloon. Concomitant medications: pre-procedure medications included aspirin, atenolol, beta blocking agents, statins, valsartan and zocor. Intra-procedure medications included heparin and clopidogrel. Post-procedure medications included aspirin, atenolol, beta blocking agents, valsarta, zocor and clopidogrel. This device is not available for testing and evaluation. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
The complaint received states that this cypress study patient had elevated cardiac enzymes post procedure and approximately 14 months post index had a non st elevation mi and restenosis. This is a (B)(6) female patient with medical history including angina (within past 6 weeks), previous percutaneous coronary intervention (pci) on (B)(6) 2006, family history of coronary artery disease, hyperlipidemia, hypertension, and allergy to: cipro, sulfa, ibuprofen, and ivp dye. The patient had elevated ck-mb 9.8 ck-mb (upper limit 5.0 ng/ml) and troponin I 0.60 (troponin I upper limit 0.06 ng/ml) 16-24 hours post-procedure. Pre-procedure ck-mb was 1.4 ck-mb and troponin I 0.01. The patient was admitted with unstable angina pectoris type ii. The patient had 90% stenosis of the mid right coronary artery (rca). The lesion was described as 25mm in length and was de novo. The reference vessel was 2.75mm in diameter. Prior to stent implantation, pre-dilation was performed with a non-cordis balloon. A 2.50 x 28 cypher us rx stent was then implanted at the target lesion at 14atm and post-dilated as usual. Post procedure diameter of stenosis was 0%. Pre procedure timi flow was 3. Post procedure timi flow was 3. The patient was discharged from the hospital the next day without any adverse events. The patient started aspirin the day of the index procedure ((B)(6) 2010) and discontinued taking aspirin approximately two weeks later ((B)(6) 2010) due to nausea. She has not resumed aspirin usage. Approximately two weeks post index procedure, the patient experienced nausea. The patient discontinued aspirin and the event was resolved without sequelae. Approximately 1 year after the index procedure, the patient had blood in the stool. There was no treatment provided. The patient is currently on plavix as antiplatelet therapy. Addendum (9/22/2011): additional information was received that approximately 14 months after the index procedure; the patient had a non st elevation myocardial infarction that was treated with des. Information received states that the lesion treated was in cass 3. The index stent was placed in cass 2. It is unknown if the new lesion is within 5 mm of the index stent; however, it is not possible to disassociate the index stent at this time. The cypher stent remains implanted thus unavailable for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15110619 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Mi is a known potential adverse event associated with coronary stent implantation and is often associated with thrombotic or restenosis events wherein the inner lumen of the coronary artery becomes narrowed and blood flow decreased. The myocardial tissues are starved of oxygen and other nutrients secondary to the decreased or stopped blood flow and it causes permanent cardiac damage. Intra-arterial stent placement is a treatment of the disease process and it not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. In this case, it is unknown if the cypher stent was involved in the reported event; however, the possibility cannot be dissociated. The patient was maintained on a plavix regimen, but it is unclear if aspirin usage was resumed. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. In-stent restenosis is a well-known potential complication for this type of procedure and is listed in the IFU. In the literature, in-stent stenosis rates range from 11% to 39% from 6 to 12 months after stent placement. Rates were higher in older patients with more severe atherosclerosis and depended on the type of stenosis treated. In-stent stenosis was more prevalent in ostial stent placement procedures. Stenoses in-stents are usually treated with intrastent pta or placement of a second stent. Progression of atherosclerotic disease is known to cause instent restenosis and does not indicate a device failure. Intra-arterial stent placement is a treatment of the disease process and is not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. There are patient and lesion characteristics that may have contributed to the reported event, specifically the risk factors for atherosclerotic disease; i.e. Hypertension and hyperlipidemia.

Manufacturer narrative:
The complaint received states that this (B)(4) study patient had elevated cardiac enzymes post procedure and approximately 14 months post index had a non st elevation mi. This is a (B)(6) female patient with medical history including angina (within past 6 weeks), previous percutaneous coronary intervention (pci) on (B)(6) 2006, family history of coronary artery disease, hyperlipidemia, hypertension, and allergy to: cipro, sulfa, ibuprofen, and ivp dye. The patient had elevated ck-mb 9.8 ck-mb (upper limit 5.0 ng/ml) and troponin I 0.60 (troponin I upper limit 0.06 ng/ml) 16-24 hours post-procedure. Pre-procedure ck-mb was 1.4 ck-mb and troponin I 0.01. The patient was admitted with unstable angina pectoris type ii. The patient had 90% stenosis of the mid right coronary artery (rca). The lesion was described as 25mm in length and was de novo. The reference vessel was 2.75mm in diameter. Prior to stent implantation, pre-dilation was performed with a non-cordis balloon. A 2.50 x 28 cypher us rx stent was then implanted at the target lesion at 14atm and post-dilated as usual. Post procedure diameter of stenosis was 0%. Pre procedure timi flow was 3. Post procedure timi flow was 3. The patient was discharged from the hospital the next day without any adverse events. The patient started aspirin the day of the index procedure ((B)(6) 2010) and discontinued taking aspirin approximately two weeks later ((B)(6) 2010) due to nausea. She has not resumed aspirin usage. Approximately two weeks post index procedure, the patient experienced nausea. The patient discontinued aspirin and the event was resolved without sequelae. Approximately 1 year after the index procedure, the patient had blood in the stool. There was no treatment provided. The patient is currently on plavix as antiplatelet therapy. Addendum (9/22/2011): additional information was received that approximately 14 months after the index procedure; the patient had a non st elevation myocardial infarction that was treated with ptca. It was evaluated as unrelated to the study device. Despite multiple requests no further information has been available to date. The cypher stent remains implanted thus unavailable for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15110619 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Mi is a known potential adverse event associated with coronary stent implantation and is often associated with thrombotic or restenosis events wherein the inner lumen of the coronary artery becomes narrowed and blood flow decreased. The myocardial tissues are starved of oxygen and other nutrients secondary to the decreased or stopped blood flow and it causes permanent cardiac damage. Intra-arterial stent placement is a treatment of the disease process and it not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. In this case it is unknown if the cypher stent was involved in the reported event; however, the possibility cannot be dissociated. The patient was maintained on a plavix regimen, but it is unclear if aspirin usage was resumed. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. Review of the limited information does not suggest what other factors may have contributed to the reported events.